Event description:
Patient collapsed, hypotensive, three days post implant. Echo confirmed tamponade. Pericardial tap x 2 performed. Patient aspirated during intubation; developed pneumonia. Event considered resolved two weeks later.